Manufacturer narrative:
The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported that the 72r electrodes caused an irritation. The patient wore the electrodes 24/7 and changed them every 2-3 days. He wore them with the cover patches. The patient did not contact the doctor, only customer service. He used (B)(6). The patient was shipped replacement 63b electrodes. It was later reported that the patient saw a dermatologist who prescribed medication. It was reported that no further information is available.